Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2007- the pt was implanted with a bard flat mesh and two other non-davol devices during a pelvic procedure. On (B)(6) 2007- the patient re-presented with urinary incontinence and was taken to the operating room for fascia lata sling vesicourethropexy. The attorney's report alleges additional medical/surgical treatment, nerve damage, permanent injury, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. We have contacted the initial reporter to request additional info and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will submitted.